Manufacturer narrative:
B5 describe event or problem. H6 3191: no code available was used as there is no equivalent FDA code for surgery. H6 device codes - unexpected therapeutic results 1631. H6 evaluation result codes - no device problem found 213. H6 evaluation conclusion codes - cause not established 4315.

Event description:
It was reported that the patient experienced issues post fall and rf treatment. The patient underwent an ipg replacement procedure. During the procedure, the implanted lead was reconnected to the new ipg, however, high impedances were displayed on the lead. The physician attempted to loosen the screw to detach the lead form the ipg but the lead was unable to be detached, therefore, the lead was left implanted with high impedances. The explanted device was discarded by the facility and will not be returned. The patient is doing well post-operatively. Additional information was received that the patients issues post fall which led to the initial ipg replacement revision was that the patient was not receiving adequate stimulation from her device.

Event description:
It was reported that the patient experienced issues post fall and rf treatment. The patient underwent an ipg replacement procedure. During the procedure, the implanted lead was reconnected to the new ipg, however, high impedances were displayed on the lead. The physician attempted to loosen the screw to detach the lead form the ipg but the lead was unable to be detached, therefore, the lead was left implanted with high impedances. The explanted device was discarded by the facility and will not be returned. The patient is doing well post-operatively. Additional information was received that the patients issues post fall which led to the initial ipg replacement revision was that the patient was not receiving adequate stimulation from her device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), lot: 370512. Product family: unknown, upn: unknown, model: unknown, serial: unknown, lot: unknown.

Event description:
It was reported that the patient experienced issues post fall and rf treatment. The patient underwent an ipg replacement procedure. During the procedure, the implanted lead was reconnected to the new ipg, however, high impedances were displayed on the lead. The physician attempted to loosen the screw to detach the lead form the ipg but the lead was unable to be detached, therefore, the lead was left implanted with high impedances. The explanted device was discarded by the facility and will not be returned. The patient is doing well post-operatively.